Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Analysis of the log files revealed high watt 100 alarms and a rise in power consumption to parameters outside the normal operating range; thus, confirming the reported event. In addition, per the site's comments the high-power event was successfully resolved once a tpa protocol was initiated. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely cause of the high-power event can be attributed to external factors such as thrombus formation. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient called the implant center due to high watt alarms. Thereafter, the patient was admitted to the hospital. Log files were sent in and the patient had blood tests done which revealed an elevated lactase dehydrogenase (ldh). Tissue plasminogen activator (tpa) protocol was initiated. The patient received 10mg bolus initially following 10mg one hour later. After the tpa protocol was initiated, the high-power consumption resolved. The patient was monitored in the intensive care unit (ICU) thereafter but has since been discharged home.